Event description:
The report received via e-mail indicated that the patient had an optease filter implanted prior to left knee replacement surgery in 2006. The filter was implanted via a right femoral access, and was to be left in temporarily, as the patient had a previous history of phlebitis thrombosis forty-three years earlier. The patient was placed on 2.5mg of coumadin as well as lovenox after the knee replacement surgery, and was in the hospital for ten days. After one week at home, the patient returned to the physician who implanted the filter to have it removed. The pt states that the implanting physician informed her that her blood was too thin to remove the filter, and instructed her to go home and stop taking her coumadin and lovenox. The patient returned again, approximately one week later, to have the filter removed. She stated that the implanting physician tried to remove the filter via approaches from both femorals, but could not remove the filter because it was full of clots. She further stated that the physician then sent her home. A short while afterwards, the patient stated that her right leg turned blue. She called the implanting physician and stated that he instructed her to resume her coumadin, and that she did not need to be hospitalized.

Manufacturer narrative:
At that point, the patient paid a visit to her cardiologist, who hospitalized her for twelve days on heparin. The patient states that she was informed while in the hospital that she had blood clots from her ankles to the level of the filter. After twelve days in the hospital on heparin, the patient was sent home on 5mg of coumadin daily. The patient states that now her right leg is affected and swells upon standing or walking. Previously, she only had swelling in her left leg, as she has always had since her phlebitis 43 years ago. The patient noted that she was still on coumadin at the time of her report. She has an ultrasound scheduled for late january. The patient is upset becasue she feels that the implanting physician should have used a jugular approach to implant the filter based on her past history of phlebitis. She feels that the implant of the filter caused the clotting, as it was implanted via a femoral approach. She did note that the clotting only began after her implanting physician instructed her to stop taking her coumadin. In addition, the patient stated that the implanting physician never explained to her that the filter could be left in as a permanent filter. This caused her a lot of undo worry, as she felt that she had something inside her that " was not supposed to be there". She did not have a specific complaint about the filter itself. As of january 22, 2007, the patient states that she only has swelling in the legs now at the end of the day, depending on her level of activity. She also believes the clots are resolved. She is still taking 5mg of coumadin daily. Additional information has been requested from physicians who treated the patient after her clots developed. The product is not available for evaluation and testing. Additional information will be submitted within 30 days of receipt.